Event description:
It was reported that during a routine follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have exhibited oversensing of noise resulting in an inappropriate shock. The noise was able to be reproduced in clinic while touching the can. X-rays confirmed the electrode was fully inserted in the header with no indication of electrode damage. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further noise. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that during a routine follow up appointment, this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to have exhibited oversensing of noise resulting in an inappropriate shock. The noise was able to be reproduced in clinic while touching the can. X-rays confirmed the electrode was fully inserted in the header with no indication of electrode damage. The device was then reprogrammed from the primary vector to the secondary vector to mitigate further noise. This device was explanted and replaced. No additional adverse patient effects were reported.